Event description:
On 07-sep-2025, it was reported that a beta bionics ilet user experienced an issue where the device would not charge and the charging pad indicator light was blinking. The user was provided with a replacement charger and device. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.